Event description:
It was reported that when using syringes, pump will give a "syringe empty" alarm with some feeding formula still left in the syringe was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both removed. The investigation found the top and bottom cases are in excellent condition. Missing serial number label, warning label, MRI label and year of manufacturing label. No visible contamination. The pump event history showed a syringe empty error in error history log (ehl). The evaluation performed an occlusion test and check calibration verification on syringe position and duplicated the reported issue. The cause of the reported issue was unable to be determined. Normal wear of worm gear, worm coupling, lead screw and both clutch halves, parts were found old and worn out. The root cause of the reported issue was unable to be determined. No fault found. The pump operates within specifications.